Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, the patient was suggested for a port placement procedure for chemotherapy to treat breast cancer. The right internal jugular vein was accessed for the procedure, and a port was successfully implanted, with the catheter tip positioned in the expected location of the cavoatrial junction. About six months later, the patient began experiencing redness and erythema around the port site. The erythema progressively worsened, and the patient was started on doxycycline, which had previously been effective for a prior port site infection. She had been taking it regularly. However, the erythema continued to worsen, and the infection also began to progress. A wound culture was obtained, and the patient was advised to undergo port removal. The patient underwent removal of the port nine days later. The previous skin incision was opened, and purulent fluid was drained and cultured. The port was noted to be intact. Therefore, it can be confirmed that the patient had experienced port site infection, purulent discharge and erythema. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (unique identifier (UDI) #), g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2023, a patient underwent a port placement via the right internal jugular vein for chemotherapy related to breast cancer. Approximately six months and one day later, on (B)(6) 2023, the patient experienced erythema around the port site. Further, approximately seven days later, on (B)(6) 2024, the patient was diagnosed with bacterial infection. Subsequently, the port was removed on (B)(6) 2024. During the removal procedure, purulent discharge was observed. However, the current status of the patient remains unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that about sometime later port placement procedure, the patient was allegedly developed with infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (component). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that about sometime post a port placement, the patient was allegedly developed with infection. However, the current status of the patient was unknown.